Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed to stay closed. A field service engineer confirmed that matrix drawer 1 would not open. In the hardware test application, the latch sensor was reading an open state while the drawer was closed. During testing, the sensor was triggered with a flashlight, which revealed that the reflective portion of the red release lever was missing. A careful inspection of the back of the unit and the open cavity of drawer 1 did not locate the missing part, leading to the conclusion that the drawer may have functioned without it until dust accumulation affected the sensor. The release arm was replaced with one that had the proper mirrored label so the sensor could read it correctly. Sensors were also cleaned as a precaution. Verified proper function in the hardware test application and had the escort test the unit. Drawer 1 was confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to stay open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.